Manufacturer narrative:
The evaluation of the returned asset found the lamp b was not working/burnt out and the lamp a was old/aged. Additionally, the housing of the unit was missing screws, the fan holder and the there was a cracked connector block base. The unit was repaired and returned to asset stock. There was no previous repair records for this unit. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned asset, the video system's spare lamp was burnt out/not working and the main lamp was old. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the other lamp is lit because the lamp a or the lamp b has disappeared due to normal wear, or the lamp a or the lamp b has accidentally failed.